Event description:
It was reported that during software upgrade, hv therapy was delivered. A magnet was placed on the ICD however, another hv therapy was delivered. It was noted that the device was in backup vvi mode. The patient was sedated and therapy was disabled. Software upgrade was performed successfully at subsequent follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient expired, the cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4).